Event description:
It was reported that the pump shut down unexpectedly. There was no adverse impact to the customer's blood glucose level. During troubleshooting it was confirmed that the customer was able to turn the pump back on after plugging it into a power source, resuming insulin therapy. No additional details regarding the event was provided by the customer.